Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown knee vanguard tibial tray cat#:unk, lot#: unk; unknown knee vanguard bearing cat#:unk, lot#: unk. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00270, 0001825034 - 2018 - 00271, 0001825034 - 2018 - 00272. Remains implanted.

Event description:
It is reported that the patient received injections to treat post-operative pain following a knee arthroplasty.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following report is submitted to relay additional information: the reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Date of birth: the patient was born in 1953. Medical product: biomet cruciate tibial tray, catalog #: 141233, lot #: j3492876. Vanguard lipped tibial bearing, catalog #: 183540, lot #: 513940. Palacos bone cement, catalog #: 66017772, lot #: 81530091. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the type of injection given to the patient was 3cc bupivacaine 5% + 40 mg depomedrol.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.